Event description:
Event description boston scientific received information that this transvenous defibrillation lead was turned around, possibly due to twiddler's syndrome. It appeared that the helix could have been slightly retracted. The lead was scheduled for extraction. A boston scientific technical services consultant discussed how the helix extends and retracts from the terminal pin. The helix could have been retracted while implanted, depending on the amount of torque and if the terminal pin was rotated.